Event description:
I underwent at least 25 in and out patient ect procedures which left me with permanent brain damage, lost my job, ability to read and write or concentrate. Became disabled at the age of (B)(6) thanks to the ect. Whatever ect device (B)(6) hospital uses. FDA safety report ID # (B)(4).